Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising impedance measurements since implant and is now high. The physician elected to keep the lead active and will monitor it closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited rising and high thresholds. The lead was reprogrammed and later capped and replaced.